Manufacturer narrative:
The subject device was returned to omsc for evaluation. The coating on the outer surface of the grasping section had come off. Besides, there was a scratch on the outer surface of the grasping section. The ptfe pad was worn, and there were contact marks on the surface of the probe and the metal part of the jaw. The short circuit error didn't occur. The manufacturing record was reviewed with no irregularities. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Also it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
When the subject device was used during an uncertain procedure, short circuit error occurred. The procedure was completed with another thunderbeat there was no patient injury reported. Olympus medical systems corp. (Omsc) received the subject device. And as a result of omsc's investigation, it was found that the coating on the outer surface of the grasping section of the device had come off on (B)(6) 2016.